Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
The affiliate reports that during a gastrectomy procedure, error code 4 indicated. Another device was used to complete the case. No pt consequence. One device will be returned.